Event description:
It was reported that this pacemaker showed difficulties to be interogated. The health care professional was going to try to communicate in a different room. The magnet rate was as expected, therefore it was concluded that the device was functional. The pacemaker remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker showed difficulties to be interrogated. The health care professional was going to try to communicate in a different room. The magnet rate was as expected; therefore, it was concluded that the device was functional. The pacemaker has been explanted due to normal battery depletion and returned for analysis at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker showed difficulties to be interrogated. The health care professional was going to try to communicate in a different room. The magnet rate was as expected; therefore, it was concluded that the device was functional. The pacemaker has been explanted due to normal battery depletion and returned for analysis at this time. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.